Manufacturer narrative:
Investigation conclusion: the investigation of the returned stent system found the stent returned loaded in the introducer. The stent was partially advanced out of the introducer during the investigation and one distal flare was found to be broken, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken stent flare, but the damage is consistent with the device experiencing forces over specification when forming the stent flare during manufacturing.

Event description:
It was reported that during the pre-use inspection, the coil-assist stent was pushed halfway out and it was found that the front end of the stent was bent and the procedure could not continue. After replacing a new stent with the same specification, the procedure was successfully completed, and the patient was in good condition. However, upon evaluation of the returned device, one distal flare was found to be broken.